Manufacturer narrative:
Per tandem¿s pump user guide: ¿avoid exposure of your t:slim pump to temperatures below 40 degree fahrenheit (5 degree celsius) or above 99 degree fahrenheit (37 degree celsius), as insulin solutions can freeze at low temperatures or degrade at high temperatures.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped when the pump is subjected to extreme cold temperatures such as a walk-in freezer. There was no reported impact to the user¿s blood glucose level. Reportedly, the contact declined for tandem¿s technical support to follow up for troubleshooting.